Manufacturer narrative:
Follow-up #1 date of submission 03/03/2016 device evaluation: the pump has been returned and evaluated by product analysis on 02/29/2016 with the following findings: during testing, the battery compartment was observed to be cracked. Unrelated to the complaint, the audio bolus button cover was damaged. The button was intermittently unresponsive and difficult to press. The cover was removed and moisture was found inside the cover and under the button contact. Additionally, the returned battery cap had damaged threads. A test cap was used to complete investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reproted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.